Event description:
Caller reported air bubbles and gaps in the infusion set tubing during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and infusion set tubing before resuming insulin therapy. No additional information was received regarding the outcome of the event.